Event description:
Reportable based on analysis completed on 06/12/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus liberte sds (stent delivery system) was unable to cross the target lesion. However, returned device analysis revealed stent damage. The physician was attempting to treat a 90% stenosed lesion located in the severely calcified lad (left anterior descending) artery with a 2.50x16mm taxus liberte stent. The taxus liberte sds was unable to cross the lesion. The procedure was completed successfully with another device. There were no reported pt complications. The pt status is listed as "no problem."

Manufacturer narrative:
The taxus liberte complaint device was returned for analysis. Examination of the device revealed the proximal side of the stent was damaged on its second and third rows, with struts raised. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).